Manufacturer narrative:
Inspection and testing found foreign material in the nozzle which resulted in no air being fed through the scope. In addition, the air/water and suction cylinders were discolored, there was a crack on the distal end which resulted in loss of water-tightness, bending angle up did not meet standard value, the plastic distal end cover was deformed, and scratches were found on the forceps channel port, grip, switch box, connecting tube, universal cord, and suction cylinder cover. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use of the scope, the flow of air and water was inadequate. During inspection and testing of the device, the air water nozzle was found to be clogged with a foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported event cannot be conclusively determined. Based on the results of the investigation, the cause of foreign material clogged in the nozzle was likely from one of the following: 1. While brushing the air/water valve, the brush broke and bristles entered in the air/water nozzle. 2. Reprocessing with using non-lint free gauze which caused the lint to enter the air/water channel and clogged in the air/water nozzle. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "confirm that the brush head and the metal tip of the distal end are securely in place. Check for loose or missing bristle. Precleaning while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths or sponges. Cleaning the external surface * immerse the endoscope in the detergent solution. * with the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are cleaned thoroughly. Brushing the channels -the channel cleaning brush is a consumable. Repeated use may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the channel cleaning brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.